Event description:
The manufacturer's field service engineer reported the unit did not alarm/alert as it should have. Follow up attempts were made to obtain additional information regarding the reported problem; no response received. There was no patient involvement.

Manufacturer narrative:
(B)(4). No evaluation data was provided to philips.